Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrilation with rapid ventricular response and the discriminator did not filter this out due to the double tachycardia rule. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.